Manufacturer narrative:
(B)(4). The results of this investigation concluded cusp 1 contained one perforation and cusp 3 contained one tear. There was circumferential fibrous pannus ingrowth on the inflow surface of the valve and focal outflow thrombus on the base of cusp 1. No acute inflammation or significant calcifications were present in the valve. A review of the device history record was not possible since the serial number was unavailable. There was no evidence found to suggest the cause of the perforation, tear, fibrin, thrombus or pannus were due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.

Event description:
A 21 mm epic supra valve (serial number unknown) was implanted on (B)(6) 2011. On (B)(6) 2017, the valve was explanted due to patient-prosthesis mismatch. The explanting doctor believes the implanted valve was too small for the patient. A 25 mm competitor valve was used to replace the valve. The patient is reported to be recovering.